Event description:
The patient reported a kinked cannula on his insulin infusion set. He stated his blood glucose reading rose to over 600 mg/dl with his normal range being 100-150 mg/dl. He stated his symptoms were feeling itchy and tired. He said he corrected his blood glucose by giving himself a correction bolus of 30 units of insulin and changed to a different type of infusion set. At the time of the call, the pt's blood glucose was back in the normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.